Event description:
It was reported that the patient presented in the hospital due to muscle stimulation near the pocket. Diagnostic imaging revealed that the left ventricular (lv) lead had dislodged. There was also a loss of capture noted on the lv lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection did not find any anomalies. Electrical inspection did not find any indication of conductor fractures or internal shorts. The root cause of loss of capture was not confirmed.